Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the pacemaker exhibited far-field r-wave oversensing, resulting in episodes of inappropriate mode switching. Programming changes were suggested. No intervention was performed. There were no patient consequences.